Event description:
It was reported the patient presented to the emergency room (ER) with a critical pump alarm. The patient had noticed increased tone in lower extremities (le) and increased difficulty in ambulating over the last 2 months. Additional symptoms reported were; moderate baclofen withdrawal with symptoms of dizziness, inability to walk and priapism that lasted 2-3 hours. The pump was interrogated and motor stalls identified a motor stall occurring on (B)(6) 2015 @ 0500 (also reported as 05:43). There was no recovery noted, and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 @ 05:43. The healthcare professional (hcp) stated there were no volume discrepancy notes at refills. The patient denied being around large magnetic fields and the cause of the motor stall was unknown. The patient was given oral baclofen. The pump was replace on (B)(6) 2015 with a new pump. The patient felt good post-op and recovered without permanent impairment. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found a gear train anomaly (corrosion and moisture on gear wheel 3). The motor stall was due to gear wheel 3. The motor was also found to be incorrectly position, which was likely a manufacturing issue. (B)(4).